Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported seeing a power on reset (por) code on their patient programmer following their CT scan the day prior. No patient symptoms were reported. They were redirected to their healthcare provider to clear the por.